Event description:
Additional information was received that the patient does not pace in the atrium. Since the patient has atrial fibrillation (af), the other manufacturer's ra lead was electrically abandoned and the crt-p was reprogrammed to pace and sense in the ventricle only. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the a lead safety switch (lss) occurred for the cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead due to high out of range pacing impedance measurements of greater than 2000 ohms. This changed the polarity of the lead from bipolar to unipolar. Oversensing of noise in unipolar configuration created inappropriately stored atrial tachy response (atr) episodes. Review of the presenting electrogram (egm) noted noise in bipolar configuration also. Technical services suggested evaluating the lead by using isometrics. The field representative will attempt to obtain further information from the clinic. The crt-p and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient does not pace in the atrium. Since the patient has atrial fibrillation (af), the other manufacturer's ra lead was electrically abandoned and the crt-p was reprogrammed to pace and sense in the ventricle only. No adverse patient effects were reported.